Event description:
It was reported that the t- handle threads were stripped and so were the glenosphere inserter threads. Surgeon had to use the t-30 driver to impact glenosphere. Now, inserter and t-30 were welded together.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, ¿it was reported that t- handle threads were stripped and so was glenosphere inserter threads. So had to use the t-30 driver to impact glenosphere. Now inserter and t-30 were welded together¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the proximal section of the glenosphere inserter tip was assemble into a star driver 30. Attempts to disassemble the products were made with an excessive amount of force; however, the devices were jammed, confirming the reported allegation. As per surgical technique inhance¿ shoulder system (103832905 rev b), the proximal section of a glenosphere inserter tip should be assemble into a baseplate inserter rod. Therefore, the potential cause of the observed condition of the inserter tip can be attributed to the user, as there are no indications in the surgical technique that both instruments could be assembled together. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.